Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: there were no alarms related to the complaint observed in the alarm history; only typical usage observed. The basal and boluses added up correctly to equal the total daily dose and showed that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within specification and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 29 mg/dl with severe dizziness and/or headache associated with an inaccurate delivery issue. It was reported that there were recent changes to the patient¿s basal rate by their healthcare provider. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were recorded as programmed. This complaint is being reported because the patient allegedly experienced hypoglycemia based on the alleged inaccurate delivery of insulin.